Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated, the reported difficult to remove (anatomy) and physical resistance (anatomy) appear to be related to user technique/procedural circumstances. Based on the information reviewed, the tissue damage leaflet flail was related to procedural circumstances. The tricuspid regurgitation (tr) was an effect of the reported tissue damage. The reported patient effect of mitral valve injury (tissue damage) as listed in the IFU, as a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip instructions for use (IFU), states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use of the device on the tricuspid valve possibly influenced the reported events, however, this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught on the leaflet, causing a flail. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The xtr clip delivery system (cds) was advanced to tricuspid valve; however, the clip became caught in chordae. Troubleshooting was performed and the clip was freed. While retracting the cds to the right atrium, the clip became caught on the septal leaflet, causing a leaflet flail. The tr increased to 4-5. The clip was deployed on the anterior and septal leaflets, treating the flail. A second clip was implanted reducing mr to 3. The patient was stable. No additional information was provided.